Event description:
This was a left-sided cardiac lead removal case conducted in the or to remove a functional, recalled rv lead ((B)(4)). The patient was prepped with an arterial line and fluoroscopy was in use. The primary extractor was a cvs. The rv lead was cut and prepped with a lld#2. The md observed the lead under fluoroscopy and a "inside-out abrasion" insulation break was identified between the tricuspid valve and distal coil. Lasing began with a 14f sls ii with little to no progress. A teflon outer sheath was then added to the 14f sls ii but was still unable to advance. The md chose to upsize to the 16f sls ii (without an outer sheath) and while still encountering significant fibrosis, was still able to slowly advance over the proximal coil of the lead. Steady advancement continued past the svc/ra junction past the svc. The patient's blood pressure remained stable until the sheath was advanced past the svc towards the tricuspid valve. It was at this time a significant drop in blood pressure occurred. A code was called, CPR started and the patient was prepped for an emergent sternotomy. The heart was accessed within 5 minutes of the initial drop in blood pressure. The patient was placed on bypass. It was noted the entire svc was torn. The md stated "it appeared that the svc coil of the lead eroded through the wall of the svc and tore away from the vessel wall upon advancement of the laser sheath." Within 180 minutes of the initial status change the patient's svc was successfully repaired. Unfortunately the md was unable to extract the entire rv lead due to the extensive injury and the acute instability of the patient. The lead was cut and capped, leaving the distal portion inside the patient. The patient was removed from bypass and transferred to the ICU for recovery. There were no devices retained for return analysis. An internal lhr review showed no issues or nonconformances.